Event description:
It was reported that this right ventricular (rv) lead was suspected to have dislodged as it exhibited high pacing thresholds post check up. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.